Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: bleeding from impella groin access site. The cause of the bleeding is determined to be use issue because the access site bleeding complication was managed by angle match and placing additional stitch the next day. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient¿s groin oozing but patient is coagulopathic. Correcting coags. The day after, it was oozing from groin still. Bival held this am, partial thromboplastin time improving, another stitch placed, epi at site, blood given. Vascular consulted for further eval. Impella site without bleeding or issues. Later the groin looks great, vascular placed 7 sutures in groin to achieve hemostasis. The pump was weaned and explanted successfully.